Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator¿s autobipolar was not turning off when disconnected from the load. It also failed to turn off generation when load increase to 1075ohms. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.